Event description:
It was reported that during a percutaneous coronary intervention (pci) the balloon ruptured. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal end of the left anterior descending artery (lad). A 15mm x 2.50mm emerge was used to dilate the lesion but ruptured. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Device evaluated by MFR: the tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) the balloon ruptured. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal end of the left anterior descending artery (lad). A 15mm x 2.50mm emerge was used to dilate the lesion but ruptured. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient¿s current condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).